Event description:
A malfunction alarm, specifically alarm 20, was reported for a pump during the loading process. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support to load a new cartridge, the issue persisted, and the pump remained non-functional. Consequently, technical support decided to replace the pump, which was still under warranty. The customer was informed about using multiple daily injections (mdi) as an alternate insulin therapy. The customer was instructed to set the pump to storage mode and return it using a pre-paid label, which they acknowledged and understood.